Event description:
It was reported that, "the speed adapter was hooked to the drill. Power was applied to the drill and it was notice that the drill was spinning at 15 degree cone. The doctor evaluated the speed adapter and believes it is bent. The device never touched the patient."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.